Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance; sensor passed per specifications. We also performed bicarbonate buffer test; sensor failed with low readings. We were unable to confirm adhesive anomaly due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate during the night. Customer's blood glucose was 113 mg/dl and sensor reading was 40 mg/dl. She said in the night she had to keep restarting basal throughout the night, the sensor continued to trigger threshold suspend feature. In the morning blood glucose was 198 mg/dl and sensor readings was 50 or 60 mg/dl. Troubleshooting was performed and it was found customer was only calibrating twice a day and not the three to four times. Customer agreed to return the sensor for analysis.